Manufacturer narrative:
(B)(4).

Event description:
A reservoir volume discrepancy was reported in a pump that was installed on (B)(6) 2011. The drug in the pump was fentanyl, daily dose 50 mcg/ml with a total daily dose of 200 mcg/day. A 31 ml still in pump was reported with low reservoir and empty reservoir alarms. A possible catheter issue was suspected. No patient symptoms were reported at the time. On (B)(6) 2011, it was reported that a (B)(4) study was carried out (date unknown), and no catheter occlusion was found. Patient was doing well and no further information is available.